Event description:
The integra sales representative reported the following incident on behalf of the user facility: the incident occurred in 2006, during a ttc fusion (foot surgery) procedure. The scrub technician interrupted the procedure to notify the surgeon and the circulating nurse that the starter drills and the reamers were rusted. The device was sterilized prior to the procedure using standard practices at the hospital. The drill and reamers come in a kit, which includes several implants and instrumentation with the following catalog numbers. 519007, 519009, 519011, 519012, 519013, 519014, 519015, 519016, 519017. The kit is being returned for evaluation.

Manufacturer narrative:
The kit has not yet been returned. An evaluation of the devices in question will be conducted. As the lot numbers are unavailable, the device history record has not been reviewed. A review of the complaint system showed that only one rusting incident for panta nail drills and reamers was reported. The incident had been reported by the same sales representative, which is composed of two complaints: - 2006-2288 about one product lot e1pk. - 2006-2633 about one product lot e1pl. A corrective action has been put in place for all the drills after the two complaints to reduce the possibility of rust. The technical characteristics of the heat treatment and the manual polishing have been changed.